Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.2; lab: 6.1. Pt's therapeutic range is: (2.0-3.0).

Manufacturer narrative:
Pending investigation.